Event description:
The facility reported an intermate with a broken luer post. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of broken distal luer. No exact root cause was identified, however, 5 assignable root causes have been determined to be: strong relationship to the multi pack codes/heat tunnel shrink wrap packaging. Built-in stresses in the molded part. Material choice of the luer (i.e. Acrylic) not optimal. Bond pocket dimensions not optimized. Packaging (i.e., shrink wrap/clamp placement) adds stress to a pre-stressed system. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.